Event description:
Customer reportedly obtained results of 199mg/dl and 100mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.